Event description:
It was reported that the patient presented to the emergency room with a complaint of chest pain after inappropriate shock was delivered by the implantable cardioverter defibrillator (ICD). Inappropriate therapy was attributed to under-sensing by the device. No interventions were reported. The patient was discharged.